Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 472 mg/dl. Customer stated they received insulin flow blocked alarm even though she already tried to deliver insulin and checked insulin exited at the end of the tubing. During troubleshooting for insulin flow blocked alarm, the infusion set had a bent cannula when removed. It was unknown whether auto mode feature was active at the time of event or not. The insulin pump will not be returned for analysis.